Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998 the patient underwent a primary right l5-s1 spinal root decompression. In 1999, the patient presented with "recurrent back pain". The investigator noted the event as moderate in intensity. The physician prescribed anti-inflammatories (relafen 750 mg) and resumption of physical therapy. The event was reported as resolved with treatment in 04/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event.